Event description:
It was reported that this right ventricular (rv) lead, that is used on a non boston scientific system, exhibited high out of range shock impedance measurements when a defibrillation threshold (dft) test was performed. Technical services (ts) was consulted and discussed how the rv lead may behave based on current measurements and that they could not comment on the non boston scientific device. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.